Manufacturer narrative:
B5:additional information was received from the reporter and added. H10: the reported complaint of device breakage is confirmed. Conmed received one 60-6085-202a in opened original packaging. The reported lot number was verified. A visual inspection was performed; the device was received disassembled as the balloon, cervical cup, and blue positioner were all detached from the shaft. All vcare parts were accounted for. It was determined the heat shrink collar came off the shaft with balloon. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution were found to have met all specifications prior to shipment and found no abnormalities that would contribute to this issue. A two-year lot history review was conducted and found this is the only complaint this lot number and failure mode. A two-year review of complaint history for similar failure modes revealed there has been a total of 39 complaints, regarding 45 devices, for this device family and failure mode. During this same time frame (B)(4) have been manufactured and shipped worldwide. (B)(4). The instructions for use (IFU) provides the user with information regarding proper care and use of this device. The IFU advises the user to check the pilot balloon frequently to ensure inflation of the intrauterine balloon. If the intrauterine balloon ruptures, the pilot balloon will not feel firm when squeezed between your fingers. If the intrauterine balloon has ruptured, stop all manipulation immediately, remove the vcare and replace it with a new vcare unit. The IFU also gives direction as to removing the vcare after use, including but not limited to :reattach the syringe to the luer connector at the end of the pilot balloon and fully aspirate the air from the intrauterine balloon to deflate; this will allow the intrauterine balloon to be removed from the uterus. Unlock the locking mechanism by turning the screw counter-clockwise and retract to the handle. Swipe finger around the edge of the vaginal cup to separate the tissue from the cup to prevent tissue damage. Fully retract the vaginal cup to the handle. Carefully remove the device from the vagina; do not use excessive force to avoid traumatizing the vaginal canal. Upon removing vcare, the surgeon should visually inspect the vcare device and the patient to make sure the entire vcare device was properly removed and that no components or fragments of these components were retained in the patient. (There are 5 parts/components to the vcare cervical elevator retractor. These are: 1) the balloon; 2) the forward "cervical" cup; 3) the back or vaginal cup; 4) the locking assembly with thumb screw; 5) the metal shaft and handle with balloon inflation valve.) For safe removal of the vcare device from the patient, follow instructions. Failure to separate the vaginal cup from the tissue may result in detachment of cervical cup and/ or patient injury. Additionally, conmed encourages the inspection and/or test of all medical equipment prior to use to ensure all devices are functioning as expected. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
Additional information was received from the reporter that indicated the following; after about 20 minutes of being in place, the physician had just finished removing the uterus from the vaginal cuff. The colpotomy had not been completed before the issue occurred. The technician attempted to move the uterus for visualization and the uterus did not move. They pulled back the v-care and determined that the balloon and cervical cup were missing from the device. It was noted that the cervical cup and balloon were in the patient, not attached to the vcare shaft. Under visualization while the da vinci xi robot was still docked, various instruments such as sponge sticks, allis clamps, and fingers were used to remove the cervical cup and balloon from the patient. After the uterus was removed a final sweep was made to ensure all pieces of the v-care were removed from the patient. It is noted that all the detached parts were removed from the patient, there was no impact or injury to the patient. The procedure was successfully completed with no delay, removing the uterus through the vaginal canal with 12" length allis clamps.

Manufacturer narrative:
Although attempts have been made to gather additional information, at the time of this reporting, no clarification has been received. At time of filing, although expected, the reported device has not been returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The customer reported issues with the vcare, large (37mm) cup, item # 60-6085-202a, lot # 201910211 that occurred (B)(6) 2020 at (B)(6) medical center. It was reported that during a robotic hysterectomy on (B)(6) 2020, the v-care tip fell apart during removal. The balloon fell off and the cervical cup came off in the patient. It is noted that the detached parts were removed from the patient, there was no impact or injury to the patient and the procedure was successfully completed with no delay, using an allis clamp. To date, although multiple attempts have been made to gather additional information, no clarification or information has been made available.